Event description:
It was reported that the right ventricular (rv) lead dislodged. An attempt was made to reposition the lead but was unsuccessful because the fixation helix was blocked and could not be extended. The lead was removed and returned. A new lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected adverse event. Evaluation summary: (B)(4) the full lead was returned and analyzed; helix disengaged from helical channel. Blood present in/on the helix mechanism. The lead was returned with the helix over-retracted, with blood and tissue on it.

Event description:
Asku